Event description:
A malfunction alarm on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. Technical support instructed the caller to reach out again if the issue reoccurred, and the caller acknowledged the instructions.